Event description:
Information was received indicating that a smiths medical jelco® acuvance® safety i.v. Catheter was not separating easily at the hub upon threading the plastic catheter into the patient's vein. Reported use of extra force was needed to separate with a concern of this possibly collapsing the vein from the pressure. There were no reported adverse effects.

Manufacturer narrative:
One hundred twenty five unused jelco® acuvance® safety i.v. Catheters were returned for analysis with the same lot number. Exam of the samples were performed by manual advancement; revealing that a higher than expected effort was required to advance the catheter. Visual examination of the blunt/hook subassembly showed adhesive overflow that extended down the round shaft of the hook component. It is noted that adhesive in this area will result in both increased drag as the hook shaft is pushed through the sealing o-ring that is present in the body component and, more significantly, will result in binding between the shaft and the body component internal features during catheter advancement; confirming complaint. Based on the evidence, the root cause source is from manufacturing.